Event description:
It was reported the subject device image flickers. There were no reports of patient involvement. The issue occurred during inspection for use.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in image occur. Olympus will continue to monitor field performance for this device.